Manufacturer narrative:
Other applicable components are: product ID neu_unknown, serial# unknown, product type: unknown.

Event description:
Day 4 of advanced evaluation. The trial patient reported that they were having an allergic reaction to the tegaderm and had burning around the bandage. It was indicated that they were also in a lot of pain where the incisions were made. The patient felt like they started to retain urine, and they did not feel stimulation even when they increased the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.